Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the sticky grip and the sticky up down angulation lever plate were caused by damage or deterioration of parts during handling, or environmental factors such as dust, dirt, and humidity. And for the damaged channel tube, the cause was due to usage stress or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ureteroreno fiberscope exhibited a sticky grip, a sticky up down angulation lever plate, and damage to the channel tube. There was no patient involvement.